Manufacturer narrative:
Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. A visual inspection of the device found that the nitinol cage is not on the balloon, and only the proximal connector struts and distal connector struts of the cage are still attached to the balloon. Image analysis: the customer returned one image. The image shows a chocolate balloon with the nitinol cage missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the chocolate balloon, resistance was encountered when advancing the device through a severely calcified lesion (90% stenosis) located in the mid and distal segments of the superficial femoral artery and popliteal artery. The artery was mildly tortuous. The metal wire of the chocolate balloon detached and could not be removed, a stent was used to secure and attach the retained device component within the vessel. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.